Event description:
A malfunction was reported, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.